Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 04/04/2016 - the patient's medical records were received. The medical records were reviewed for MDR reportability. According to the medical records, (B)(6) 2010. The patient was then revised to address pain and stiffness. At revision the patient's tibial component was found to be debonded from the cement mantle and the patient had patella baja. At this time the patella and femoral components are being reported. The complaint was updated on: 05/03/2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient contacted depuy stating their they weren't able to walk straight, had pain, and was having trouble bearing weight on their knee. Their medical records were received. Records state the patient was having stiffness problems as well prior to revision. Records indicate upon revision the patient's tibial tray had de-bonded from the cement mantle.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed at this time.

Event description:
Update 05/20/2016 medical records received. Reviewed 92 pages of physical therapy notes after revision surgery. There is no new additional information that would affect the existing investigation. The complaint was updated on: jun 8, 2016.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 6/21/16 medical records received. The medical records were reviewed for MDR reportability. In addition to what was previously reported the medical notes report that there was a manipulation of the knee on (B)(6) 2010 and a right knee scope with lysis of adhesions on (B)(6) 2011 to address stiffness. There is no new additional information that would affect the existing MDR investigation.

Manufacturer narrative:
(B)(4). Update 8/1/2016: complaint document reopened. Device history record reviews have been requested. Review of the device history records did not reveal any anomalies related to the reported patient event. No product contribution to the reported event was identified. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. Review of the supplied medical records confirmed loosening of the tibial tray. Although the investigation could not draw any conclusions about the root cause of the device loosening; obesity imposes severe loading on the affected extremity significantly increasing wear and the likelihood of early failure, including loosening, of one or more of the components. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.